Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was calling because they needed to get an MRI. They told the patient to call manufacturer to do a questionnaire to see if they had to do just a head or a full body MRI. Walked caller through checking their settings and their handset did not have MRI mode. Patient mentioned two weeks after getting the implant the stimulator came out of the pocket. Two weeks after it implant the stimulator came out of the pocket. The stimulator hasn't been in the pocket since they got it. Sometimes they thought it hits a nerve, because on the left leg the shocks go down the left leg so they had to sleep a certain way and move their leg a certain way. The shocks go down their left leg and makes their toes curl. The patient told the doctor and they said they had to wait until the battery had to be changed. Patient said their doctor was doctor was not at the place they used to go. They thought hcp moved to a clinic in auburn. Patient is going to a new doctor in tacoma in december.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.